Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients lead had completely come out of the epidural space. It was mentioned that the lead was damaged for unknown reason prior to the revision surgery. The patient underwent a lead replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.